Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during in service training with staff, the cs300 intra-aortic balloon pump (iabp) unit had a fiber optic and autofill failure. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Fse remarked as unable to to duplicate failure and completed cs300 pm to factory specifications. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use. There is no harm to patient is involved and no adverse event occurred.